Event description:
The patient was implanted with a left ventricular assist device. The manufacturer received patient outcome information indicating that the patient expired due to "hemorrhagic stroke-cva." No additional information related to this event was received.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device: 30 days.no additional information was received. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Event description:
Additional information: it was reported that the patient¿s cause of expiration was ¿hemorrhagic stroke-cva.¿ the patient had exhibited facial droop and dysarthria. Diagnosed as left mca distribution cerebral vascular accident, either embolic or watershed in etiology. On (B)(6) 2014, the patient had abrupt mental status change, dropped glasgow coma scale to 3. Computed tomography revealed a large, acute, 7-cm frontal parenchymal hemorrhage, transtentorial herniation. Was placed as no code on (B)(6) 2014. Treatment was not administered to the patient for hemolysis as the event came on sudden. Pre-existing conditions that could have contributed to the patient¿s death were reported as ongoing bleeding post-op, gastrointestinal bleeding (gi), ongoing right heart dysfunction and amyloidosis. The patient had been taken off anticoagulation since surgery for high international normalized ratio at (10/21 = 2.2 without anticoagulation). Exhibited bleeding, including pericardial bleeding and hemolysis. The patient had been on aspirin from (B)(6) 2014 through (B)(6) 2014, discontinued due to gi bleeding. There were no plans to return the pump or system controller and log files were not available.